Event description:
It is reported that a customer was hospitalized. The details of the customer's hospitalization was unknown but was not due to diabetes related issues. The customer called for assistance to reprogram their insulin pump. The customer was helping with reprogramming the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.